Event description:
On 11/16/98 pt underwent surgery to repair sternal deformity by implanting a pectus support bar. An additional bar and stabilizer plate was implanted on 12/29/98. The bar and stabilizer became dislodged and rotated. The stabilizer was angled and pushing on the skin. Revision was performed on 2/16/99 to reposition bar and remove stabilizer plate.